Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation, it was challenging to advance the dilator through the hemostatic valve. The steerable guide catheter (sgc) was then unable to hold fluid column; troubleshooting was preformed unsuccessfully. A replacement sgc was selected and during the procedure, two mitraclips were successfully implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to advance the dilator and leak/splash associated with a loss of fluid column. Additionally, there was no silicone fluid observed inside the sgc hemostasis valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on available information and returned device analysis, the reported leak and difficulty advancing the dilator into the sgc are likely due to the observed missing silicone fluid and are associated with a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 136170 is referenced. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be man and method. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.